Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, after the device was unpacked, the advancing shaft had a slight crease which broke 80 cm from the hub when it was pushed to the guide catheter. The device was removed from the guide and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. The hypotube and shaft of the device has numerous kinks. There was a separation of the hypotube at 79.8cm from the strain relief. There was contrast in the inflation lumen. The balloon was tightly folded and there was tip damage to the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device. The device also had numerous kinks to the device.

Event description:
It was reported that shaft break occurred. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, after the device was unpacked, the advancing shaft had a slight crease, which broke 80 cm from the hub when it was pushed to the guide catheter. The device was removed from the guide and the procedure was completed with a different device. No patient complications were reported.